Event description:
A 10 year old with type 1 diabetes using omnipod pods for continuous insulin infusion. Child had sustained hyperglycemia with elevated blood ketones despite insulin administration. Once the pod was removed, a bolus was entered and insulin was visualized leaking through a torn cannula and also through the end of the cannula. This pod was not part of the omnipod recall (ref: 9056196-05/20/2026-002-c). This has happened 4 times for this patient- all with lot pd1u04242531. I am reporting as a pediatrician and also as the parent of this child. She has experienced multiple omnipod failures resulting in unexplained hyperglycemia and suspected insulin under-delivery. This pod is the first one in which we were able to identify a visible tear that appears consistent with the defect described in the omnipod recall. Because this pod was not included in the recall, I am concerned that the manufacturing issue may affect additional lots. During use, the pod appeared to function normally, but insulin delivery was ineffective. This resulted in persistent hyperglycemia with ketones. The pod was removed, and I attempted to deliver a bolus. Upon inspection, a tear was visible in the cannula/tubing with insulin leaking from mid cannula (outside where it enters the body) and also at the end of the cannula. I have retained the pod, packaging, and lot information and have photographs documenting the defect. I am submitting this report because I believe this device failure represents a significant safety concern and may indicate that the issue extends beyond the currently recalled lots. I request that this device and lot be investigated. This event has caused repeated interruptions in insulin delivery and has raised concerns about the safety and reliability of these devices for my child. Patient- 1905, 2364. Device-2385, 1250, 2964. Referenced reports: mw5190154, mw5190155, mw5190156. This report captures omnipod dash #4.